Event description:
It was reported that an ilet bionic pancreas experienced unexpected battery depletion after being charged to full, was found unresponsive, and initially did not indicate charging when placed on the charger, after which it slowly regained charge; a replacement device was shipped and the user ultimately received two replacements, with instructions to return the extras and the original device. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included device replacement and continued use of cgm separately until setup of the replacement. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.